Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. It was reported that the patient had been free from pain for more than six months. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14802049, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pain worsened when the device is turned on. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's pain worsened when the device is turned on. The patient will undergo an explant procedure.